Event description:
The complainant reported that the patient on impella cp support developed, pink-tinged urine. Additionally, the patient had a placement signal low alarm for about 10 min in the cath lab. The impella was repositioned to resolve the issues. The patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿

Manufacturer narrative:
The investigation of hemolysis and positioning issues has been completed. Reported the pump was placed too deep when implanted and placement signal low alarms occurred. Pump was pulled back to good position after 10-15 minutes and alarms resolved. Patient had hemolysis a day after. No clot was noted and no blood product were required. Fluid management cleared hemolysis. No product was returned. Data logs show low placement signal placement signal low alarms when the pump is started. There was a step up in placement signal to normal range after 15 minutes and alarms resolve. Positioning issue - the root cause of the positioning issue was most likely use related since the pump was placed too deep by the physician. Hemolysis - the root cause of the hemolysis was most likely patient condition related since fluid management resolved the hemolysis.